Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: the corrosion on electrical contacts was an degradation problem, the damages on cable were a stress problem and the water damage an leakage/seal problem, all due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited damage on cable (scratched and torn), corrosion on electrical contacts and water damage to main body (lens). There was no patient involvement.